Manufacturer narrative:
Based on the information provided, the complaint cannot be confirmed. The device could not be evaluated as it was reported not available. (B)(4).

Event description:
It was reported from france that during the treatment of an aneurysm, the coil prematurely detached from the delivery system. The coil detached in the intended site, no intervention was taken to remove the coil. No harm or injury was reported.